Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing was pulled and subsequently, the cartridge was removed from the pump. The customer's blood glucose level was 156 mg/dl. Reportedly, the customer was able to reload the existing cartridge successfully.